Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a battery failed alarm during normal use. The alarm was cleared and explained. The customer¿s blood glucose level was unknown. The customer stated that they did receive a replace battery now alarm. The batteries were not in use before and were fully charged. They were advised to wait for the battery alarm and insert a fully charged battery. The alarm occurred again. The contacts of the battery cap were not missing or damaged. The battery compartment and spring were not corroded. The device will not be returned for analysis.